Event description:
It was reported that during the trial period, lead migration was noted in a x-ray. The patient underwent a lead revision procedure and is fully recovered.

Event description:
It was reported that during the trial period, lead migration was noted in a x-ray. The patient underwent a lead revision procedure and is fully recovered.

Event description:
It was reported that during the trial period, lead migration was noted in an x-ray. The patient underwent a lead revision procedure and is fully recovered. Additional information was received that the patient felt stimulation in the wrong leg and that the lead was repositioned during the revision procedure. It was also stated that the patient did not have an ipg, implantable pulse generator, implanted at the time of the event because it was during the trial period.